Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel¿s minimum luminal diameter was reported to be 7.5mm and the vessels were noted to be moderately calcified and severely tortuous. Although it cannot be confirmed, the reported vascular complication was most likely due to the advancement of the sheath into vessels with moderate calcification and severe tortuosity. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, following the successful deployment of a 23mm sapien valve via a transfemoral approach, resistance was encountered during the 22fr sheath withdrawal. A 10x10 mustang occlusion balloon was maneuvered up and over the contralateral limb and parked just proximal to the sheath. The physician proceeded to pull the sheath back while injecting contrast. Extravasation was noticed so the physician inflated the balloon to stop the bleeding. The patient¿s blood pressure was good at 120/55. The physician then placed a 10x10 covered stent to treat the suspected perforation. The physician continued to pull back the sheath and the same situation occurred at the external iliac/common femoral artery bifurcation. Again the physician placed a covered stent to treat the perforation. There was excellent flow through the covered stents with no signs of extravasation. Additionally, there was no resistance when the physician pulled the sutures for the perclose closure device. An injection was then conducted from a pigtail above the aortic bifurcation and it was felt there was still extravasation but it was now below the femoral access site. The physician then stuck the superficial femoral artery (sfa). The physician did another injection of the pigtail after trying to pass a wire and there was resistance. The wire would not pass through the closure site. While the patient¿s blood pressure was still stable she was given two units of blood. The vascular surgeon was called and discovered that the perclose sutures had occluded the sfa and there was a tear to the vessel distal to the perclose sutures. The surgeon then opened the groin to expose the sfa and external iliac arteries. The surgeon sewed a bypass graft to the sfa and did a fem-fem bypass from the left to the right sfa. Afterwards, there was good flow in the graft and the patient was stable. The access vessel¿s minimum luminal diameter was reported to be 7.5mm and the vessels were noted to be moderately calcified and severely tortuous.